Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the optical system has a foggy image. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the information provided by the customer "foggy" can be confirmed. The image is blurred and appears foggy, as described by the customer. The imaging is negatively affected by an unknown residue adhering to the distal cover glass. A mechanically caused impact mark can be seen at the edge of the distal end. The distal solder seam/adhesive joint shows clear signs of chemically caused damage. The damage/defects found are not attributable to a manufacturing/production error. Likely, the damage/defects were caused by clinical use/clinical reprocessing. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).